Event description:
It was reported that the pacemaker exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss). Myopotential oversensing was also noted, reproducible via isometrics in the clinic. X-ray images were taken. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss). Myopotential oversensing was also noted, reproducible via isometrics in the clinic. X-ray images were taken. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating it was the right ventricular (rv) lead which exhibited high, out-of-range impedance measurements. They plan to continue to monitor the patient through routine follow-ups. The pacemaker system remains in service. No adverse patient effects were reported.